Event description:
Medtronic received a report that a pipeline flex with shield technology stent distal end failed to open and was "trumpet" shaped. The patient was undergoing surgery for treatment of an unruptured, saccular, right opthalmic aneursym with a max diameter of 6 mm and a 4 mm neck diameter. The landing zone arterial diameter was 4.5 mm distally and 4.8 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) administration was unknown/information was unavailable. The angiographic result post procedure was reported as the 5x16 device that was implanted was covering the aneurysm. All vessels were open and aneurysm was showing stagnation. As pipeline deployment began, the device had the "trumpet" shape on the distal end. Resheathed twice to see if it would deploy correctly without better results. On the last attempt to get the device open, load was added to the system which made the device look even worse. The device was resheathed and removed from the patient with the microcatheter after seeing that on xray. The stent was replaced with another ped2 to complete the procedure. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). The pipeline was not positioned in a bend, had been deployed more than 50% when it failed to open, and was resheathed less than or equal to 2 times. No additional steps or other devices were required to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.